Manufacturer narrative:
The sample was received for analysis sealed inside its packaging, and it was found to be within manufacturing specifications. A visual inspection was performed and the presence of a black fiber was observed inside the packaging. The fiber was measured to be less than 0.30 mm2, which is within tolerance according to process instructions. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that prior to use, there was a foreign material found inside the package. There is no patient involvement. This is a failure out of the box.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that prior to use, there was a foreign material found inside the package. There is no patient involvement. This is a failure out of the box.